Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure (B)(6) 2021? Product lot number? On what tissue was the stratafix (sxpp1a445) suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments or needle holders were used in this procedure to handle the suture? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Date of re-operation/re-suturing? Please explain ¿suture had been cut¿? Did you mean that stratafix suture broke? If so, please specify where (termination, middle, end)? Please describe the appearance of the stratafix suture during re-operation/re-suturing? Was the stratafix suture removed during re-operation? What was used to re-suture the dehisced fascia/ ¿anastomosis¿? Please specify. What was a reason/indication for the wound vacuum with prevnea? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (fascia dehiscence and ¿suture had been cut¿)? What is the patient¿s current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that the patient underwent a colorectal resection procedure on (B)(6) 2021 and the barbed suture was used. Nine days post-operative when staples were removed, it was found that the facia had dehisced. The surgeon noted that the suture had been cut. The anastomosis was sutured, and wound was vacuumed. Additional information has been requested.